Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction revision with an artoura breast tissue expander 850cc tissue expander and experienced deflation on the right tissue expander. As a result, the patient had experienced explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/04/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned with clear fluid. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. Complaint was not confirmed. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/12/2018, it was reported to mentor that the device history record ( DHR) of lot number 7493776 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).